Event description:
Reportedly pt expired due to unk reasons. Unk if pt's death is device related. Information received on 12/18/2007: pt expired after an implant duration of 0.23 months on approx four months earlier, (after an implant date of a week earlier). Hospital indicated that the death was device related; however, it was also mentioned that the cause of pt's death was lung cancer. The device was explanted but is not available for return.

Manufacturer narrative:
Device not returned.